Event description:
Patient felt unusual current flow sensation when doctor tried to manually charge capacitor; por; high atrial impedance; low ventricular impedance. 9/26/01: tested out of specification at manufacturer's analysis.